Manufacturer narrative:
This report is being submitted to report the user's experience and investigation findings. No manufacturing date can be determined as the device was not returned and the lot remains unknown. As the lot was discarded prior to recording the lot number, a device history record (DHR) review could not be performed. Further, since the device is not returning, a physical device inspection could not be performed. It was noted that there was a foreign body left inside the patient, and was still observable via CT scan months after. The observed failure is a known phenomenon likely resulting from forcing the device through resistance. Page 13 of the device IFU addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reports a few months after a therapeutic endobronchial ultrasound (ebus), the patient had a CT scan. During the CT scan, a foreign body was seen in the lung. The customer believes the foreign body to be part of the ebus needle left in the patient body from an examination that took place months prior. At this stage the customer doesn't intend to take any action, but only to monitor the patient¿s condition. The patient is not injured. No item will be send for investigation because the item was disposed couple month ago.

Manufacturer narrative:
This report is being supplemented to provide additional information from the literature/letter to the editor regarding the same patient reported in the initial medwatch report. Upon further review, this supplemental information was also reported in the medwatch report no. 3011050570 - 2023 - 00160.

Event description:
Olympus received further information through a literature/letter to the editor titled "lost and found: endobronchial extraction of an endobronchial ultrasound needle partially stuck in bronchus". The article reported that a 34-year-old woman presented to a clinic with 3-month history of chest pain. She previously had a computed tomography (CT) scan that revealed a mediastinal mass and had undergone endoscopic ultrasound and a CT-guided fine needle aspiration, which raised suspicion for igg4-related disease. Endobronchial ultrasound (ebus) was performed using a 19 g needle. Multiple samples were drawn from the mediastinal mass without reports of complications during the procedure. Pathology and cytology were non-diagnostic. During a follow-up CT, the mass seemed to diminish but a hyperdensic elongated metallic object was observed in the medio-basal segment of the right lower lobe, which had not been seen on the CT scans before the ebus procedure. The foreign object was assumed to be a metallic part detached from the ebus needle during the sampling procedure. A bronchoscopy was performed that demonstrated a granulation tissue bulging and covering the orifice of the bronchus leading to the medio-basal segment of the right lower lobe. After removing that tissue with forceps, a spring-like metallic object was seen arising from the orifice of the bronchus. After using several types and sizes of forceps and a cytology brush to detach the spring from the surrounding tissue, the spring-like metal object was pulled out sequentially in two pieces but eventually extracted in full. Repeat chest CT demonstrated successful removal of the spring and disappearance of the mass. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.